Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had a hardware failure for cubie drawer and cubies were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer all cubies were not detected on bus and had a hardware failure. A field service engineer had removed all in one and found that the cable for solid state drive partially on the docking board hence had secured all the connections. Legacy half height drawer pockets were failed, fse had checked retractor bands, secured its connections. Also had removed the pockets and cleaned moab trays and contacts to resolve the issue of the device. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).